Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump stated occlusion, won't clear the screen said off but pump was still on. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported occlusion, won't clear the screen said off but pump was still on which was not reproduced during evaluation. A review of the event history log identified multiple upstream and downstream occlusion alarms, however the log cannot be used to distinguish true and false alarms. The cause was determined to be the force sensor out of calibration. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.